Event description:
It is reported that the 1.6mm guide wire tip broke off in pt¿s right ankle. Approx. 1mm of the guide wire was left in the pt.

Manufacturer narrative:
Eval summary: no product, pictures, or x-rays were returned for eval. An exact cause cannot be determined with the info provided. H6: eval codes- review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evicdence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add¿l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.